Event description:
A healthcare professional reported that the vacuum was not fine during the surgery. Per reported the sys did not drain during the quadrant removal program. The handpiece and needle were replaced. The surgery was completed with some delay by using another sys. There was no pt impact. Additional info has been requested but not received to date. This is the first of two med device reports being filed for this facility.

Manufacturer narrative:
A service visit has been performed and a sample has been received. The investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4). This report was mailed to FDA on: 05/27/2014. (B)(4).